Manufacturer narrative:
A return material authorization (RMA) was issued to request that the intuitive surgical, inc. (Isi) device be returned for evaluation. As of the date of this report, the instrument has not yet been received.

Event description:
It was reported via medwatch report mw5157233 that during a da vinci-assisted surgical procedure, the prograsp forceps instrument broke while inside a patient. All parts were accounted for upon removing the instrument from the patient. It was unknown how the procedure was completed.